Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: the black box data started on (B)(6) 2016. Investigation was unable to confirm the ¿unable to prime¿ issue in the black box data. Due to continuous use of the pump. The black box data for event on (B)(6) 2016 has been overwritten. All loss of primes in available black box are related to pump not primed after power on reset; no valid loss of prime events were observed. An ez-prime and 24 hour duration test were successfully completed with no loss of prime warnings duplicated. The pump was determined to be detecting the correct force. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 10/04/2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.